Manufacturer narrative:
Covidien reference: (B)(4). The main board was received for investigation. A visual inspection found no anomalies. The single board computer (sbc) printed circuit board assembly (pcba) was placed into a test ventilator to verify functionality. The system was power cycled, and passed the power-on-self-test (post) without generating errors or alarms. The audio pbca was inserted into the test unit, and it did not generate any errors or alarms. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, the ventilator generated a "no communication" error message. The display went blank and the unit stopped cycling. The device was powered off and back on and the condition was not duplicated. Although the unit was cycling, the patient was transferred to another ventilator without harm.

Manufacturer narrative:
The suspect component was returned to covidien/ medtronic¿s product analysis.  A visual inspection of the returned component was performed. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.